Manufacturer narrative:
(B)(4). The device history review for the product deroyal surgimate 35r 24/ case lot #73a2200764 investigation did not show issues related to the complaint.

Event description:
The stapler failed to discharge the staples when closing the incision.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528335 deroyal surgimate 35r 24/ case for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first staple appeared misaligned. The stapler was returned with 34 staples remaining in the cover block, indicating that at least one staple was fired by the customer. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple fired properly. 17 additional staples were fired successfully. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. 14 staples fired properly. After this, the staples did not fire correctly. Visual inspection confirmed that the staples became misaligned again. It appeared that the misalignment prevented the staples from moving down the track and into the forming tool properly. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. Per DHR the product deroyal surgimate 35r 24/ case lot # 73a2200764 was manufactured on 02/01/2022 a total of 1,200 pieces. Lot was released on 02/02/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. Upon functional inspection, the staple misalignment prevented the remaining staples from firing properly. The sample was disassembled, and no defects or anomalies were observed. It could not be determined what caused the staples to misalign.teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The stapler failed to discharge the staples when closing the incision.